Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A reported unknown error message was obtained when the customer was scanning the adc freestyle libre 2 sensor. On (B)(6) 2021, the customer experienced unspecified hypoglycemic symptoms and had a loss of consciousness. A blood glucose test of 5.3 mmol/l was obtained on the hcp meter and the customer was provided "hypoglycemic gel" by the hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.